Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a probe did not actuate before a procedure. There was no patient involved.

Manufacturer narrative:
One 23ga company probe sample was returned for evaluation for the report of actuation failure of probe. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and deemed nonconforming. Needle is bent approximately 20 degrees and bond is cracked. Actuation testing was performed and deemed nonconforming. The cutter did not fully close in the port. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 0 to 5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Significant resistance felt when removing the inner cutter from the bent needle. No wear at the bend area of the inner cutter. O-rings, spacers, diaphragm, and spring were all intact. O-ring in probe body was slightly tilted. The complaint evaluation confirms the probe did not actuate. The root cause for the probe not functioning correctly is due to the bent/cracked needle and bent inner cutter. The exact reason on when and how the needle and cutter became bent cannot be determine from this evaluation. A bent needle and inner cutter will cause interference between the two components and result in an actuation failure. The most likely reason for the bent needle and inner cutter appears to be from handling of the probe at the very beginning of its use, but is unlikely a manufacturing issue based on the extent of the bent needle. A probe having this bent needle condition would not be able to fit properly into its protective cap during the manufacturing process. The manufacturer internal reference number is: (B)(4).